Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion testing due to moisture on the force sensor resistor. Unable to test for prime/a33 test and occlusion test due to motor error alarm. The motor was tested outside the device and passed. The insulin pump has cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a compromised force sensor system alarm and that insulin is not delivering. The customer's blood glucose level was 9.8 mmol/l. The device was replaced. No further details were provided.